Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the defective pads. The pads were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated defibrillator displayed an " electrode fault " message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.